Manufacturer narrative:
A manufacturing review was conducted and the reported lot met all release criteria. Visual/functional inspection: visual and functional inspections could not be performed as the device was not returned. Conclusions: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current instructions for use states: complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: turn on all system components and allow them to initialize. The control unit display will indicate that the driver¿s initialization was successful and that the system is ready for the biopsy probe installation. Note: the driver will not initialize with the biopsy probe installed. For handheld use, press the ¿sample¿ button on the driver to open the tissue acquisition aperture. The ¿vac¿ (vacuum) button may be utilized to evacuate fluid or blood. While firmly holding the driver to maintain the aperture at the target site, press the ¿sample¿ button again to initiate the automated tissue acquisition cycle. A tissue sample will be automatically transported to the tissue collection chamber. If the sample rinse feature is enabled, each sample will be rinsed with saline. Repeat this step to obtain sufficient tissue samples. Note: alternately, the foot pedal ¿sample¿ and ¿vac¿ switches may be used; however, the biopsy device must be calibrated using the ¿sample¿ button on the driver for handheld use. Pressing and holding the foot pedal ¿sample¿ switch will enable continuous sampling.

Event description:
It was reported that during a stereotactic breast biopsy, after obtaining one tissue sample the device allegedly began calibrating while in the breast. Another device was used to complete the procedure. No patient injury was reported.